Event description:
It was reported that catheter break occurred. The target lesion was located in the 85% stenosed target lesion located in the proximal superficial femoral artery and distal superficial femoral artery, popliteal artery. An angiojet solent omni was selected for use for thrombectomy procedure. First, the md introduced a 7fr 45cm destination sheath up and across the bifurcation during the procedure, and a gore viabahn stent was placed over the clotted area and post-dilated with a sterling balloon. The physician then chose the angiojet solent omni catheter in power pulse mode after the post-angiogram revealed increased clot development distally. After drawing back on the device, the physician observed holes in the angiojet solent omni catheter, with tpa coming out of the catheter's side in three distinct locations. The broken catheter was examined and discovered to have many fractures as well as a 'flattened catheter' area in the shaft.